Manufacturer narrative:
(Missing code): enlarged incision. Unit carton, lens case, and cartridge were received along with the lens for return evaluation. A visual inspection was performed finding the lens with several cuts; not torn. Additionally, the haptic was found broken and the appearance of ovd (ophthalmic viscosurgical device) was observed on the lens. A visual inspection of the cartridge was also performed finding cartridge model emeraldc with stress marks on its tube and a burr on the tip. Evidence indicates that device was handled and/or prepared for use. Prior to release the lens and cartridge met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.

Event description:
It is reported that the lens tore and the haptic broke when inserting the lens into the eye. It is also noted that a burr was also observed on the cartridge used in the loading process. As a result of the previously noted events, the incision was enlarged in order to remove the lens from the eye. The procedure was completed successfully and the patient is doing fine.